Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) required longer charging times and was no longer holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg was kept by the medical facility.